Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien.  A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. (B)(4).

Event description:
The physician treated the right sfa with two everflex devices. It is reported that the physician deployed the stents as intended, however recently received core lab analysis showed stent elongation for both stents. The core lab will re-review the angios to determine if the stents were truly elongated. Evaluation summary: no product is expected to be received for evaluation but four cine images were received and are to be used for the investigation of both stents. Investigation: the cine images document the pre-deployment length a target lesions of both stents and the post-deployment length, position and configuration of the same stents. The images indicate a significantly calcific and diffused disease target vessel. The deployed stents reflected some of the irregular profile generated by the diseased vessel lumen. The irregular profile can generate gaps in the stent/ strut profile that might appear to bebreaks or elongations of the stent. There were also several strut deformations that directly indicate an elongation of the stent. Stent elongation has been observed when the stent delivery system is not held in a fixed position while the stent is being deployed. Conclusion: the concerns expressed by core lab were confirmed. The images provided document the elongation of the deployed stents. 'This device (protégé everflex stent with entrust delivery system) is not marketed in the united states; however, the stent is similar to the stent in the united states marketed device (protégé everflex) approved under PMA # (B)(4). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.'